Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that during drain 4 of 4 of treatment, the cycler went silent and when she checked on the cycler, a small puddle of fluid was in front of the cycler. The cause of the leak is unknown. The patient also discovered a small hole in the stay safe organizer where the placed on the organizer. The patient was advised to discontinue the use of their cycler for the night, use a new stay safe organizer, and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that during drain 4 of 4 of treatment, the cycler went silent and when she checked on the cycler, a small puddle of fluid was in front of the cycler. The cause of the leak is unknown. The patient also discovered a small hole in the stay safe organizer where the placed on the organizer. The patient was advised to discontinue the use of their cycler for the night, use a new stay safe organizer, and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.